Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose and alarmed for insulin flow block. The customer blood glucose level was 520 mg/dl. Customer treated with manual injection. Customer stated that insulin did not exit. Troubleshooting was performed for high blood. The product will be returned for analysis.